Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an abandoned procedure. During the patient's trial procedure on (B)(6) 2020, the physician was unable to advance the lead past t12 and therefore abandoned the procedure.